Event description:
It was reported that during a pulse generator replacement procedure, the atrial and ventricular leads could not be fully inserted into the connector ports of the pulse generator. The pulse generator was not used and replaced with a new device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis of the pulse generator found that epoxy on the surface of contact spring in the atrial channel prevented lead insertion. Epoxy was also found on the ventricular contact spring.